Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure, thrombus was noted in the target vessel. In (B)(6) 2012, clinical status assessment identified the patient's qualifying condition as stable angina (ccs class IV), and the patient was referred for cardiac catheterization. The 1st target lesion was located in the right posterior descending artery (r-pda) with 99% stenosis and was 15mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with placement of a 4.00x16mm promus element plus stent, with 0% residual stenosis following post-dilation. A distal protection device was used during the treatment of this target lesion and thrombus was noted to be present in post-procedure results, which was absent pre-procedure. The 2nd target lesion was located in the 1st obtuse marginal branch (om1) with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with pre-dilation and placement of a 2.50x16mm promus element plus stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel.